Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported "a little bit of capsulotomy was performed".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional, called to report, right side exchange with no complaint against the device. Device was explanted. Later, hcp reported, deflation for right side.